Event description:
Unomedical reference number: (B)(4). Event occurred in the united kingdom. On 08-apr-2024, it was reported that the patient's infusion set fell off during use. Moreover, the issue occurred with six similar types of infusion sets. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.